Manufacturer narrative:
(B)(4). Final analysis of the pump reported high s2 battery resistance. The battery resistance waveform test showed a high resistance of 2421 ohms.

Event description:
The device was in the pt for 7 years and was replaced to avoid in-vivo battery depletion, an elective replacement. A side-port was done. No pt adverse events were reported. Pt recovered without sequelae. The pump infused clonidine.